Event description:
It was reported to boston scientific on (B)(4) 2010 that while using the blazer ii xp catheter, the customer experience the following: on (B)(6) 2010, the patient underwent an ablation procedure. The problem was noticed during the ablation procedure. One of the poles of the blazer catheter (upn: (B)(4), batch: 13560067) became burnt. The blazer catheter unit will be returned for analysis. The patient status following the procedure was stable. No adverse patient effects reported. No more additional information regarding the patient or procedure information. Follow up has been performed in order to gather as much as possible information, it has been impossible to provide any more information. If additional information becomes available we will provide it.'

Event description:
It was reported to boston scientific on (B)(6) 2010 that while using the blazer ii xp catheter, the customer experience the following: 'on (B)(6) 2010, the patient underwent an ablation procedure. The problem was noticed during the ablation procedure. One of the poles of the blazer catheter (upn: m004ept4500thk20, batch: 13560067) became burnt. The blazer catheter unit will be returned for analysis. The patient status following the procedure was stable. No adverse patient effects reported. No more additional information regarding the patient or procedure information. Follow up has been performed in order to gather as much as possible information, it has been impossible to provide any more information. If additional information becomes available we will provide it.'

Manufacturer narrative:
During product analysis, visual inspection revealed char formation on the 4th ring electrode. The catheter's electrical connector verified normal during visual inspection. The catheter verified normal during rf ablation testing. Thermistor resistance value reads within product specifications. Resistor ID value reads within product specifications. No electrical open or shorts found. Catheter passed thermistor response test. There were no other complaints found during similar complaint review for this batch number. There are several places in the blazer ii-xp dfu (doc # (B)(4), rev. E) which provide specific instructions in an effort to minimize the formation of char during ablation. In the precautions section it states: "unlike with conventional catheters, a sudden rise in system impedance is not an indication of coagulum formation. Therefore, to minimize coagulum, it is recommended that the catheter periodically be removed and the distal tip cleaned after each line of block". Additionally in the directions for use it states: "use lower power first when first delivering rf energy, begin by using a low power setting (ie, 50 w). If the created lesion is unsuccessful or inadequate, incrementally increase the power output with successive ablation attempts to minimize the potential for thrombus formation and/or inadvertent damage to cardiac tissues". The most probable root cause of the complaint is operational context. The char formation appears to be residual left from blood char or coagulation. Char formation is a result of successive ablation attempts without cleaning the tip or allowing the tip to cool between deliveries of the rf energy. High power ablation on the side of the catheter tip in the same area of tissue can result in char due to the proximal edge effect of the electrode. Proximal edge effect refers to the fact that current densities (rf field) concentrate on the geometric changes of the tip electrode. The higher the current density the higher the local temperature will be. These areas are typically the hottest spots on the electrode during ablation. The proximal edge is the most dramatic geometry change thus will have a high current density. As a result, this is the area where is typically to see the char form. The catheter was removed during the procedure, and another blazer catheter was used to successfully complete the ablation procedure with no patient injury or complications.

Manufacturer narrative:
Device is expected to be returned, a follow-up report will be submitted once investigation is completed. Device has not been received.